Event description:
The explanted vns generator was returned along with a portion of the patient's vns lead. A returned product form was received that indicated the reason for return was patient no longer needs. Analysis of the generator found the generator to be at end of service with a battery voltage of 0.47 volts. Otherwise, the generator performed to specifications and no anomalies were found. A large portion of the lead was not returned for analysis. Dried body fluids were observed inside the outer tubing however no openings were observed other than those made during the explant procedure. Otherwise, no anomalies were found.

Event description:
It was reported that the patient was having his vns explanted as it had been off for 7 years following a motor vehicle accident and being seizure free. The site indicated the vns was 'non-working' and 'irritating' the patient since it was no longer needed. Follow-up with the surgeon's office found that the 'irritation' is referring to pain in the left pectoral related to the presence of the device. Since the patient has been has been seizure free for so long, the physician feels that it is okay to explant the vns. The site indicated the 'not working' began following the motor vehicle accident however what was meant by 'not working' could not be clarified. It was indicated that the patient previously had the vns tested and found that it was 'not working.' Surgery to explant the patient's vns has occurred. Attempts for the return of the explanted generator have been unsuccessful to date.